Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional information was provided. Follow-up findings: pfn was sent to allergan with the device. Event description states: "port leak."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."